Event description:
It was reported that the customer had an unspecified cartridge issue. There was no reported adverse impact to the customer. Reportedly, the customer declined follow up with tandem customer technical support. No additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.